Manufacturer narrative:
Production process review: the production records of the batch were reviewed, and no abnormalities were found. There were no changes in raw materials or manufacturing processes. Batch sample inspection: a sample of 20 samples from batch no. 88940 (specification: 25g*5/8") was tested as follows: visual inspection: each unit was examined, and the adhesive between the needle tube and hub was found to be fully applied with no abnormalities. Rigidity & toughness testing: 10 pieces were tested in accordance with iso 7864:2016, and all samples met the standard requirements. Root cause analysis: the orange needle hub of our product measures 17.5 mm in length, while the total needle tube length is 23.5 mm. Based on the fracture image provided by the customer, comparative measurements indicate that the remaining needle tube is shorter than the hub (approx. 14 mm), and the broken end shows visible distortion and unevenness. This confirms that the incident was not due to needle detachment, but rather needle breakage caused by external force. Preliminary analysis indicates that the needle tube likely fractured due to excessive bending (beyond 20°) during clinical use.

Event description:
While preparing for a lumbar puncture on a patient, the doctor was administering local anesthesia using the 25 gauge x1 1/2" needle and 3 cc luer lock syringe, which were provided with the lumbar puncture set.upon removing the needle, it was discovered that the needle had detached and was left inside the patient's skin, requiring an additional surgical procedure for removal. Since the product batch number and specifications provided by the customer are inconsistent with the information described in the feeaback content, for the convenience of investigation, we take the specific order of the batch number as the standard and conduct investigation and analysis of the relevant products.